Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue is possibly due to insertion section rubbing against some kind of sharp object. The event can be detected by following the instructions for use (IFU) which states: 3.3 inspection of the endoscope 5 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely this event occurred because high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. However, a definitive root cause cannot be identified. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that leakage was detected from the bronchovideoscope during reprocessing. Additionally, there were scratches on the insertion tube. There was no report of patient harm. The device was returned for evaluation and it was observed that the connecting tube coating had peeled and the distal end cover had burned/melted around the instrument channel outlet at the distal end. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Event description:
It was reported that leakage was detected from the bronchovideoscope during reprocessing. Additionally, there were scratches on the insertion tube. There was no report of patient harm. The device was returned, evaluated, and the connecting tube had a peeling coat. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for of the reported issue. It was found that water tightness was lost due to a cut on the bending section cover. In addition to the peeling connecting tube coat, other evaluation findings are as follows: the distal end had a burn; the adhesive on the bending section cover was cracked; the bending angle in the up/down directions did not meet the standard value due to wear of the angle wire; the forceps channel port had a dent; and there were scratches on the grip, the control unit, the video connector, and the video connector case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.